Event description:
Customer called because the meter was reading too high compared to another meter. During troubleshooting, it was discovered that the meter was in mg/dl instead of mmol/l. He was interpreting 133 and mg/dl as 13.3 and 14.0 mmol/l. The meter was then set to mmol/l.